Event description:
A report was received that the patient underwent a pocket revision as it was increasingly more difficult for the patient to reach the ipg in order to charge. The device was working properly. The patient was receiving adequate stimulation following the procedure.